Event description:
It was reported that a pocket fill occurred on (B)(6) 2011 during a pump refill procedure. The hcp experienced difficulty accessing the pump's center port. During the refill, 15 mls of drug was instilled. Once the refill was completed, the patient sat up and stated "I feel a pain". The patient further indicated the pain was around the pump site in the abdomen and believed it might have been a "spasm". The hcp felt certain the refill needle had been in the pump reservoir during the refill. To confirm this, the hcp then accessed the pump and attempted to aspirate all the medication instilled, but only 7 of the 15 mls were withdrawn. The patient was then admitted to the hospital. The patient exhibited no symptoms of overdose and was discharged the next day. The hcp was in contact with the patient since discharge; the patient continued to do well on her regular dose of baclofen. No adjustments were made to the pump dose as a result of the pocket fill.

Manufacturer narrative:
Catheter: model #: 8731sc, lot #: unknown, implanted: unknown, explanted: unknown.